Event description:
It is reported that the device was implanted in 2008 and that the patient was revised in early 2009, due to loosening.

Manufacturer narrative:
Evaluation summary: the implants were not returned. X-rays were not available for review. Furthermore, the part number and lot number are unknown. Therefore, the malfunction documentation cannot be reviewed. Cause cannot be definitively determined due to insufficient information. No product was returned. Review of the device history records was also not possible as product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.